Event description:
Device malfunction: partially deployed stent. Time of malfunction: during unpackaging. Symptoms / ae: na. It was reported that while taking the device out of the package, the xact stent was found prematurely partially deployed. Reportedly, there was no pt involvement. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. The device was discarded. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. The user appropriately did not use the device. The xact instructions for use states: "do not use if the stent is partially deployed." There was no pt involvement.